Event description:
A report was received that the patient had a revision due to high impedance contacts. During the revision surgery a lead and two extensions were explanted due to high impedances. The patient was reportedly doing well after the procedure.